Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. Per call received from pt, his 2004 pain stim is giving him a hard time. It turns on by itself delivers shocks at random times even if he does not have the remote with him. It's also hitting a nerve on his back which makes moving around difficult and painful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reports patient has ins implanted on his left hip flank area and lead goes to cervical. Caller reports patient has been having intermittent shocking sensation on his bilateral down to his arm for about 4-5 months with stimulation off. Caller reports stimulation was off when she interrogated patient's ins. Therapy impedance 1663 ohms 96ua electrode impedance: 3v/450pw: 01: 1502 ohms 02: 2012 ohms 03: ??? Ohms 04 ??? Ohms 05: >4k ohms 06: >4k ohms 07: >4k ohms 12: 1502 ohms 13: ??? Ohms 14: ??? Ohms 15: >4k ohms 16: >4k ohms 17: >4k ohms 23: 1502 ohms 24: >4k ohms 25: >4k ohms 26: >4k ohms 27 >4>4k ohms 34:??? Ohms 35: >4k ohms 36: >4k ohms 37: >4k ohms 45: >4k ohms 46: >4k ohms 47: >4k ohms 56: >4k ohms 57: >4k ohms 67: >4k ohms 67: >4k ohms. Caller reports patient have only 1 program: 1- 2+, suggest reprograming to (B)(6). Caller reports patient feels the intermittent shocking sensation when patient is either upright or laying down. Caller reports she could not manipulate the same shocking sensation with stimulation on/off while patient is upright.